Event description:
International customer reported that the needle tip broke during surgery. No adverse patient consequences were reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2008-00481, 2210968-2008-00482 for all associated medwatch reports. The same patient is represented in each medwatch.